Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 403 was confirmed by baxter personnel in the pump's event history. The root cause was assigned to a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a failure code 403; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.